Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 19th distal stent wraps with struts raised. Kinks were evident along the hypotube; 19.5-20.5cm proximal to the distal tip. No deformation was evident to the distal tip. The inner lumen patency was verified. Additional information: it was confirmed that the only complaint against the device was stent deformation. The initial reference to stent fracture was confirmed as referring to stent deformation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a mildly tortuous and severely calcified lesion located between the mid to proximal obtuse marginal artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the stent was unable to pass multiple times, once removed and upon inspection the stent was reported to be not intact. It was reported that no portion of the fractured stent was detached from the rest of the stent. No other stent was attempted to pass through the lesion. Patient status post-procedure is alive with no injury.